Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth-edged penetration was seen at the leak site. Probable cause of difficulty: the physical evidence indicates that the source of the balloon leak was a penetration of the membrane probable caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.

Event description:
The iab was inserted into the pt on 1/19/98. On 1/21/98, the iab leaked. Blood was noted in the catheter. (Event complications: none from the event - reported 2/2/98.) (Pt's current status: unk - rpt'd 2/2/98.)